Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer¿s blood glucose was 335 mg/dl. Reportedly, customer resolved the occlusion alarm but declined to provide any additional information. Additionally, it was reported that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range. Customer ultimately cleared the alarm and insulin delivery was resumed successfully.